Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) , serial number (B)(6) , and the reported events (bleeding, right heart failure, neurological dysfunction, and respiratory failure) cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 lvas, serial number (B)(6) , on (B)(6) 2021. Between (B)(6) 2021 and (B)(6) 2021 the patient experienced the onset of numerous ailments, which included: bleeding, right heart failure, neurologic dysfunction, and respiratory failure. The patient was treated with blood transfusions, right ventricular assist device (rvad) placement, seizure medications, intubation, and inotropes. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas for use (IFU) contains the following information: section 1 lists bleeding, right heart failure, other neurological event (not stroke-related), and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation therapy and international normalized ratio range. Additionally, section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was coagulopathic and experienced major bleeding. 11 units of packed red blood cells, 9 units of platelets, 6 units of fresh frozen plasma, and 2 units of cryoprecipitate were transfused. After implant, the patient was unable to get off cardiac bypass due to right ventricular failure. Attempts at protek duo rvad cannulation were unsuccessful, so the patient had central rvad cannulation with an oxygenator via thoracotomy. On 2021 (B)(6) 2021 the patient had multiple left frontal maximum electrographic seizures overnight. The patient was having approximately 3 seizures per hour, and the duration of each seizure was approximately 1-2 minutes. Medication was given and seizure control was improved. On (B)(6) 2021, the patient's bleeding resolved without sequelae. On (B)(6) 2021, the patient has fully recovered from the neurologic dysfunction. The event was reported to be potentially related to the pump/implant procedure. The right heart failure was reported to be unrelated to the pump/implant procedure. The bleeding was reported to be unrelated to the pump/implant procedure. On (B)(6) 2021 the patient was reintubated for increased work of breathing, tachypnea, and increased secretions with inability to expectorate. It was reported that the patient experienced respiratory failure. Tracheostomy was placed on (B)(6) 2021. The patient experienced right heart failure. Dobutamine was stopped on (B)(6) 2021. It was reported that the patient experienced neurological dysfunction and is still taking seizure medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported the patient had neurologic dysfunction. The patient has multiple left frontal maximum electrographic seizures overnight. Patient was having approximately 3 seizures per hour. Seizure duration was approximately 1-2 minutes. Medication was given and seizure control has improved. Patient continued taking seizure meds. It was reported that the patient had decannulation of tracheostomy tube on (B)(6) 2021.

Event description:
It was reported that the patient had trach decannulation on (B)(6) 2021.